Event description:
It was reported that the customer was hospitalized for high bgs a week before the call. It was informed that the customer was admitted to the hospital with dka and dehydration. The contact was not sure what happened. The hospital staff changed the settings on the pump. The customer was fine. Days later, the family member called back to inform that the customer had low bgs earlier and were treated.